Event description:
It was reported to philips that the wireless footswitch was unable to connect to the base station. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the status of the error led indicator on the base station was red, the status of the wi-fi (led) indicator on the wireless foot switch (wfs) was red and the color of the battery indicator was green. The fse found that the wfs could still not connect to the base station after several attempts. The fse replaced the wfs and base station. The returned parts have been analyzed and it was found that the output command signals of the base station were not working due to an internal loose connector. No failures were found with the wfs. This complaint is not related to the issue addressed in medical device correction z-0476-2022 but it is related to an internal loose connector. After the replacement of the wfs and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.